Event description:
On (B)(6) 2009, the pt reported that, while changing the insulin cartridge of her infusion device, the piston rod had almost fully retracted when her device started to make a buzzing sound and gave an e10 (cartridge error). She stated 3.5 days ago, the same thing occurred, but she was able to clear the error message. She said that was also the first time she noticed something orange between the black and silver pieces of the piston rod which she currently sees. The patient stated she inserted the battery from her backup infusion device into her primary device 3.5 days ago. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.